Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) was ¿low¿; however, a specific value was not provided. Bg was address with manual injections. Tandem technical support educated the customer on the alert sound settings and customer continued to use the pump for insulin therapy.